Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The surgeon reported that the patient who had been implanted with an exeter stem and a non-stryker cup was revised. The exeter stem was reported to have snapped.